Event description:
(B)(4). Won't let me change date but has been since 6 months ago. Severe migraines that ended me in emergency room with high blood pressure, abdominal pain, back pain, nausea, feel full all the time when I attempt to eat, pressure front and behind head, periods are awful clots lots of them periods also have lots of bleeding change pads every 30 minutes, joint pain especially elbows and knees, my left arm has gone numb as well as my right arm! My MRI showed inflammation on my left fallopian tube and also shows fluid in it (still open)! I am super tired at all times no...